Event description:
It was reported that the auxiliary arm that supports the breathing tubing's come loose. Patient involvement is unknown. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was claimed that the auxiliary arm that supports the breathing tubing's come loose. The device failed to meet its specifications. It is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been solved by adjusting manual breathing bag arm. The device passed all performance tests and could be returned to clinical use. Complaint investigated herein has been reported to competent authorities as the initial description - issue with auxiliary arm - might have underlying causes which represent a reportable event. In the further process of complaint handling the issues were solved by adjusting of manual breathing bag arm. As there is no indication of breakage of the part, this situation is not safety related. It remains unknow why the arm has not been tightened. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/01/2011. Corrected manufacture date: 06/27/2011. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's reference #: (B)(4).